Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2008. It was reported that the pt recently suffered a fall directly impacting the ipg. Since that time, he has been without stimulation. An appointment will be scheduled for further eval.